Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 5-6, 2025. H11: the actual device was received for evaluation with no fluid in the bladder. Visual inspection noted silicone oil on the inner wall of the housing (bottle). Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential bladder rupture from housing contact during use. Silicone oil from the bladder may have dripped onto the interior wall of the housing during manufacturing or transport; this condition is cosmetic and has no impact on the function or safety of the product. A functional leak test was performed, and no evidence of leak was found. The reported leak condition was not verified; only silicone oil was observed on the inner wall of the housing. The event is unlikely to cause harm and is an issue of customer dissatisfaction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that droplets were found inside the plastic housing of a large volume infusor which suggested that a leak had occurred. The liquid droplets were observed inside the plastic housing and then white drug crystals appeared. The leak was observed while filling the device with normal saline and fluorouracil. There was no patient involvement. No additional information is available.